Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found that the impactor pad has fractured and there are signs of repeated use. Sem analysis found that the fracture surface aligns with findings similar to bending overload fractures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Add'l procode: phx customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken glenosphere impactor while impacting. Attempts have been made and additional information on the reported event is unavailable at this time.